Event description:
During the index procedure an in.pact av access was used to treat the right arm cephalic arch. Approximately 17 months post procedure patient suffered vessel restenosis in cephalic arch peripheral to stent of avf. Right upper extremity demonstrated stenosis in cephalic arch peripheral to stent, identified as the target lesion. The cephalic arch peripheral to stent was pre-dilated by 7x4 dorado balloon, then a medtronic in.pact 7x4 dcb was used. Post dilation angiography demonstrated significant improvement in vessel diameter at stenosis. Successful angioplasty and drug coated balloon angioplasty of the cephalic arch peripheral to stent to 7mm. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.